Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon completion, the distribution node (dn) to front therapy electrode (te) cable was pulled from the strain relief and the heat shrink tubing had come off of the pulse wires. This resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the defective heat shrink. The cause for the defective heat shrink was the pulled cable. The root cause for the pulled cable cannot be positively determined but was likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any problems.